Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device allowed for a "significant pause in ventricular pacing" during atrial anti-tachy pacing (atp). The pause was greater than the programmed lower rate limit. The device is still in use. There were no patient complications reported as a result of this event.